Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter has a power issue (unit power off during use). This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with a metformin, humulin, and lantus. According to the reporter, approximately a couple of weeks ago during the morning time, the patient receive a high reading of ¿20.0 mmol/l¿ (360 mg/dl) on the subject meter before it turns off prematurely. Based on the reported reading, the patient increased his insulin by 4 units and decease his breakfast intake. The patient did not develop any symptoms during the reported incident. During troubleshooting, the patient was educated on the subject meters behavior and auto-shutoff feature but the issue was not resolved. There was product misuse. Based on the information, the meters battery did not require recharge. This complaint is being reported due to the unresolved power issue. There is no indication the patient suffered a serious injury due to the power issue. The patient was able to manage his diabetes based on the lfs meter reading despite the power issue. In addition, there was no symptom to suggest a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.